Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2014-20392. It was reported the patient experienced headache due to a csf leak which the physician observed at the time of the trial scs lead removal. The MRI for the patient came negative and reportedly the headache was "better".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.